Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 not detected on bus. The field service engineer ICU auxiliary matrix drawer 7 was not detected on the bus due to a malfunction in the controller. The controller showed signs of discoloration, likely caused by medication exposure. The field service engineer replaced the controller, resolving the detection issue. The system was tested and confirmed to be functioning correctly after the replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es experienced a drawer failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.